Manufacturer narrative:
Investigation summary: a sample was received by the supplier but no lot number given. This issue concerning non-patient end bent before and after use has been previously investigated. Preliminary investigation was concluded by the dun laoghaire site on january 23, 2013. The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. Also, within pi-12-0019-dl, a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. Per discussion with sanofi aventis, it was conveyed that the over whelming majority of bent pen needle complaints are due to misuse of the product while installing the pen needle on to the pen device. Sanofi aventis explained: during a teleconference call on january 9, 2013, that patient end users (non-professional) encounter the np end bent pen needle problem much more frequents then the medical professional end users usually a result of insufficient patient training. So, based on sanofi aventis¿ information and a review of bd pen needle compatibility documentation, lack of compatibility of bd pen needle on sanofi pen device was determined not to be a cause of the np end bent pen needle issue. Root cause description: therefore, concluding this issue may be user related as the pen needled is not being properly installed per IFU. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pen needle was blocked and unable to deliver insulin. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was blocked and unable to deliver insulin. No serious injury or medical intervention was reported.